Event description:
It was reported the patient experienced high right ventricular lead impedances. The physician plans to monitor the issue. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).